Event description:
Subject was not resuscitated. (B) (4).

Manufacturer narrative:
Method: ECG and internal device memory reviewed. Conclusion: subject was in a non-shockable rhythm, asystole. No shock was advised/no shock delivered. Device did not cause or contribute to outcome.